Event description:
Initial peg tube inserted (B)(6) 2023 at (B)(6) hospital peg tube replacement thu (B)(6) 2025 (B)(6) hospital replaced by dr. (B)(6) because the tube was cracking, not falling out. (B)(6) emergency room to replace peg tube sat (B)(6) 2026 7:30 am - 8:30 am (B)(6) hospital endovive gastrostomy tube, 20f, lot1158205, gtin (B)(4), ref m00609920 installed in (B)(6) emergency room. (This feeding tube fell out on (B)(6) 2026) (B)(6) hospital ER fri (B)(6) 2026 3:00 pm - 6:00 pm (B)(6) hospital feeding tube installed on (B)(6) 2026 at (B)(6) fell out. Drove extra distance, per recommendation after calling (B)(6), to (B)(6) hospital. New feeding tube installed by nurse and head nurse. (Fell out on (B)(6) 2026 replaced by dr. (B)(6) in office at (B)(6) and checked for correct placement at (B)(6) hospital ER. Tube fell out again on (B)(6) 2026 at 7:30 am at home.) (B)(6) specialists & (B)(6) hospital ER thu (B)(6) 2026 1:45 pm - 5:45 pm (B)(6) hospital "worked in" appointment with dr. (B)(6) at 1:45 from feeding tube installed at (B)(6) hospital on (B)(6) 2026 falling out. Dr. (B)(6) sent (B)(6) to emergency room at (B)(6) to have them check the install he did in office (reinserted tube from (B)(6) hospital and inflated). Recommended an abdominal brace. Ordered one on amazon when we got home from (B)(6) hospital ER. At (B)(6) hospital ER from 2:35 pm until 5:44 pm. Home sun (B)(6) 2026 7:30 a.m. (B)(6) woke me up and said the tube fell out again. I followed the directions received from head nurse and nurse in ER at (B)(6) hospital to reinsert(B)(6) tube. (B)(6) hospital gi lab mon (B)(6) 2026 10:00 am - 1:53 pm (B)(6) hospital dr. (B)(6) returned my call to (B)(6) on 3/15/26 about (B)(6) feeding tube checked at (B)(6) hospital on (B)(6) 2026 falling out again. Told us to come to (B)(6) hospital gi lab at 10:00 a.m. "Worked" (B)(6) in with dr. (B)(6) to replace with mic gastrostomy feeding tube 16 fr because the 20 wasn't going in. Home tuesday (B)(6) 2026 12:30 pm - 10:30 pm took hourly photos and video to track progress of peg tube installed on (B)(6) 2026 at (B)(6) hospital and reinserted by dr. (B)(6) at (B)(6) on (B)(6) 2026 and reinserted by me on (B)(6) 2026. Documented 10ml air inflated balloon that was deflated by 10:30 pm. Https://youtu.be/wigjfs94snq?si=trzfx5lgl94o5qce (B)(6) hospital wed (B)(6) 2026 8:04 am -4:30 pm (B)(6) (B)(6) wanted to shower. Removed abdominal band. Kept collar for peg tube secure while removing the tape. Tube started falling out (with bolus), secured back in with tape and abdominal band. Called (B)(6) and left message about status and getting egd scheduled (B)(6) hospital called (B)(6) and talked to (B)(6) who was the nurse to dr. (B)(6) on (B)(6) 2026 and updated her, requesting the egd. Was told that the scheduling is done by (B)(6). (B)(6) call returned by (B)(6) at 9:20 am. She is trying to get (B)(6) egd scheduled. Called (B)(6) at 10:34 am and talked to (B)(6) to check status of schedule. She said they are waiting on the doctor's answer when to schedule. Need to wait for their reply. Called (B)(6) at 2:20 pm and talked to (B)(6) to see if anything has been heard. Still waiting on doctors. Called (B)(6) at 4:30 pm and talked to (B)(6). She was unable to get me to the special scheduling department, but told me the request for egd (esophagogastroduodenoscopy) was sent again. I should be hearing back from them yet today or tomorrow at (B)(6). (B)(6) hospital fri (B)(6) 2026 2:30 pm (B)(6) hospital (B)(6), from patient pre-surgery, called to confirm (B)(6) egd with peg tube change surgery scheduled for (B)(6) 2026 at (B)(6) hospital at 8:30 a.m. (B)(6) hospital thursday, (B)(6) 2026 7:00 am - 10:15 am egd with peg change 8:30 surgery with dr. (B)(6). New feeding tube with non-balloon installed. Pt code: 4582. Device codes: 1135, 2923, 4061. Ref: mw5186348, mw5186349, mw5186350, mw5186351, mw5186352.